Manufacturer narrative:
(B)(4). A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports l4-l5/s1 instrumentation was done with concorde system on (B)(6) 2013. After decompression, the grafted bone was filled intervertebrally and space was made for cage insertion using concorde trials. When the concorde bullet cage in a holder was impacted, a handle of an unidentified hammer was broken. The cage was half broken with the half inserted intervertebrally. The cage was replaced with the other cage (9x9x23mm) and filled with the grafted bone to complete the case. The surgery was delayed by 15 minutes. No adverse consequences were reported.

Manufacturer narrative:
Clarification from the affiliate revealed that there was no breakage of a hammer. The cage breakage occurred during insertion by hammering.

Event description:
International affiliate reports l4-l5/s1 instrumentation was done with concorde system on (B)(6) 2013. After decompression, the grafted bone was filled intervertebrally and space was made for cage insertion using concorde trials. When the concorde bullet cage in a holder was impacted, the cage was half broken with the half inserted intervertebrally. The cage was replaced with the other cage (9x9x23mm) and filled with the grafted bone to complete the case. The surgery was delayed by 15 minutes. No adverse consequences were reported.

Manufacturer narrative:
Visual inspection of the returned concorde bullet cage noted that the cage had been fractured. The broke piece of the cage was removed from the patient¿s body during surgery and discarded. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the leopard cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use, excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.